Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed that there was a reddish material and a hole on the pebax surface. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could be related to the reddish material found on the pebax. Therefore, the issue reported was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: -the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. -concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. The 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, observed a reddish material and a hole on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on (B)(6) 2024 and have assessed this returned condition as reportable.